Manufacturer narrative:
Records indicate this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported the patient implanted with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) and inappropriate shock therapy. Review of the episode found the patient had received atp three times and shocks seven times in the ventricular tachycardia (vt) zone, exhausting therapy. One shock was also delivered in the ventricular fibrillation (vf) zone. The rhythm in the episode appeared to be supraventricular tachycardia (svt). It was also noted that shocks accelerated the rhythm into the vf zone. The device was reprogrammed to include a detection enhancement as well as an increase in the rate cut offs. No adverse patient effects were reported.